Manufacturer narrative:
MDR 8021545-2024-00237 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11 april 2024, it was reported that infusion set not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.